Event description:
It was reported that this right ventricular lead was explanted due to fractured. No additional adverse patient effects were reported. The product was returned for analysis. Lead analysis determined that the device met specification and did not confirm the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm fracture observation with the lead. Moreover, an insulation damage was observed during visual inspection which is consistent with lead-on-can abrasion. The outer insulation is worn through and rubbed flat with a shiny appearance. Furthermore, an abrasion of lead insulation is considered a design issue. This supplemental report was created to capture additional information in b5 event description.

Event description:
It was reported that this right ventricular lead was explanted due to unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned in two segments where the lead was severed approximately 155 millimeters for the terminal end which most likely an induced damage during explant. Also, the middle section of the lead was missing. Furthermore, detailed analysis confirmed insulation damage located approximately 100 millimeters from the tip end. The outer insulation was worn through and rubbed flat with shiny appearance. The insulation damage is consistent with lead-on-can abrasion. Hence, it was concluded a cause traced to device design as abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was explanted due to unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned in two segments where the lead was severed approximately 155 millimeters for the terminal end which most likely an induced damage during explant. Also, the middle section of the lead was missing. Furthermore, detailed analysis confirmed insulation damage located approximately 100 millimeters from the tip end. The outer insulation was worn through and rubbed flat with shiny appearance. The insulation damage is consistent with lead-on-can abrasion. Hence, it was concluded a cause traced to device design as abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular lead was explanted due to fractured. No additional adverse patient effects were reported.